Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. On an unknown date during the month prior to receipt of this report, the patient was treated with intraperitoneal (ip) vancomycin every 5 days, ongoing (dose not reported). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date pd therapy was discontinued and hemodialysis was initiated. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in (B)(6) 2014. The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient (B)(4).